Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that the operation of the on/off button on their device was intermittent. This could prohibit the device from being able to power on and provide defibrillation therapy. There was no report of any patient use associated.